Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute, 1 minute, 1 minute, 1 minute, 1 minute, 1 minute, and 3 minutes respectively: 1. 28 mg/dl and 185 mg/dl 2. Lo (result less than 10 mg/dl) and 317 mg/dl 3. Lo (result less than 10 mg/dl) and 195 mg/dl 4. 13 mg/dl, 11 mg/dl and 203 mg/dl 5. 26 mg/dl and 266 mg/dl 6. 19 mg/dl and 165 mg/dl 7. 18 mg/dl and 228 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).